Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the pouch of an irrigation set was not sealed. The reported condition was observed before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.